Event description:
During a clinic follow-up, the device was observed to be in backup (bvvi) mode due to an in-label MRI, which resulted in a loss of high-voltage (hv) therapy. The patient is not pacemaker dependent. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the software analysis are inconclusive since no additional information was available to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed.

Event description:
Additional information was received that the patient experienced heart failure due to the bvvi.